Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced restenosis after having coronary artery stents implanted. The patient's medical history is significant for percutaneous intervention in 1996, coronary artery bypass graft surgery in 1993, hyperlipidemia, myocardial infarction in 1993, diabetes with retinopathy, neuropathy and nephropathy with renal insufficiency. The indication for the procedure was shortness of breath. The patient had triple vessel disease with only one lesion treated at enrollment into the study. The target lesion was a left internal mammary artery (lima) to the left anterior descending artery (lad). The lesion was described as moderately tortuous and 80% stenosed. The lesion was pre-dilated followed by the advancement of a 2.5mm x 8mm cypher stent that failed to cross the lesion. The stent was removed from the patient and the lesion was treated with a 2.5mm x 14mm medtronic endeavor stent at 9 atmospheres. The stent did not sufficiently cover the lesion so the cypher stent was redelivered and implanted distally and overlapping the initial stent. The stent was pos-dilated for optimal expansion and the reported residual stenosis was 0%. The patient was discharged the following day. Approximately four months later, elective angiography was performed for shortness of breath and revealed 90% in-stent restenosis in the lima, moderate lm disease, 100% lad, 100% circ, 100% rca. The patient had a CABG two weeks later (due to antiplatelet therapy) at another facility. A review of the manufacturing documentation associated with lot 15019674 presented no issues during the manufacturing and inspection processes. Restenosis is a known potential adverse event associated with implanting coronary artery stents. The cypher stent is indicated for use in native coronary arteries. Review of the information provided suggests that patient factors (extensive medical history) and/or vessel lesion characteristics (non-native coronary artery and tortuous) may have contributed to the reported event. There is nothing to indicate that there is a design or manufacturing related issue therefore no corrective action is needed.

Manufacturer narrative:
Information received from (B)(6) study indicated that a patient died due to cardiac arrest approximately nine months post implantation of a cypher stent in a bypass graft. This product is indicated in de novo and in-stent restenotic lesions in native coronaries. The patient's medical history was significant for percutaneous intervention in 1996, coronary artery bypass graft surgery in 1993, hyperlipidemia, myocardial infarction in 1993, diabetes with retinopathy, neuropathy and nephrophathy with renal insufficiency. The patient had triple vessel disease with only one lesion treated at enrollment into the study. The target lesion was a left internal mammary artery (lima) to the left anterior descending artery (lad). The lesion was treated with a 2.5mm x 14mm medtronic endeavor stent at 9 atmospheres. The stent did not sufficiently cover the lesion so a cypher rx 2.5x8mm was implanted distally and overlapping the medtronic stent. The stent was pos-dilated for optimal expansion and the reported residual stenosis was 0%. The patient was discharged the following day. Approximately four months later elective angiography was performed for shortness of breath and revealed 90% in-stent restenosis in the lima, moderate lm disease, 100% lad, 100% circ, 100% rca. The patient had a CABG two weeks later (due to antiplatelet therapy) at another facility. This event was previously reported. Additional information received indicated that the patient died from cardiac arrest approximately nine months after the index procedure. There was no other information available. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Death is a potential adverse event associated with coronary artery stenting. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and this patient's death. However, there are risk factors present in the patient's medical history that may have contributed to this event. No corrective or preventive action will be taken at this time because there has been no specific root cause identified that can be attributed to either the product design, raw materials used or the manufacturing process.

Event description:
Addendum received (B)(4) 2010: the patient died from cardiac arrest on (B)(6) 2010

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The cypher stent was unable to reach the lesion, was removed, another stent placed and then the cypher was planted distal to the initial stent. The target lesion was an arterial vein bypass graft. Vessel diameter was 2mm and lesion length was 2mm. The lesion included a side-branch less than 2.5mm. The lesion was moderately tortuous and de novo. The lesion was pre-dilated with a 3 x 15mm balloon at 6atm. A cypher rx 8 x 2.5 was not able to be delivered to the lesion and was withdrawn from the body. A medtronic endeavor was implanted. The cypher rx 8 x 2.5 was then implanted at 11atm, distal to and overlapping the initial stent. The stent was post-dilated. No adverse event occurred. The patient was discharged the following day. Addendum received (B)(4) 2010: approximately 4 months post-procedure, the patient had an elective cath on (B)(4) 2010 which showed a 90% in-stent stenosis of the lima-lad anastomosis, moderate lm disease, 100% lad, 100% circ, 100% rca. The patient then went on to have CABG at another facility on (B)(4) 2010.

Manufacturer narrative:
Bivalirudin, clopidogrel, furosemide, statins, humalog, lopressor, neurontin.additional information will be submitted within 30 days of receipt.